Manufacturer narrative:
The technician replaced the right siderail caregiver board to repair the bed.

Event description:
Information received indicates the bed is moving into the chair position without pressing a switch.